Event description:
A female reported experiencing iritis while using renu (unknown type). According to medical records, the patient presented to her physician's office in 2003 stating that her recently prescribed contact lens did not feel right in the left eye for the past four days. The eye was painful, sensitive to touch, felt swollen, and light sensitive. The patient was evaluated and was diagnosed with iritis in the left eye. She was subsequently prescribed pred forte 1% at a dose of every one hour for 4-5 days along with cyclopentolate three times daily. The patient was seen 3 days later by another physician and discontinued cyclopentolate. She received treatment for headache pain and was also prescribed homatropine. The patient presented to her physician's office 2 days later stating that her left eyelid swelling and pain had worsened especially when she looked down. She indicated it felt like something was in it all the time. Her visual acuity was getting worse and she was also experiencing a headache all through the left side of her head. The patient was evaluated by the same physician from the first day and diagnosed with progressing iritis and superficial punctate keratitis in the left eye. Pred forte treatment was continued (two drops every hour) along with homatropine 5% (three times daily in the left eye). Medical records dated 2005, indicated that the patient presented to the same office complaining of iritis in the left eye along with floaters occasionally. She was experiencing pain and redness in the left eye for a few days and had started pred forte (one drop every hour). The medical record indicated that the patient had been experiencing recurrent iritis every two months for the last two years. The patient was evaluated and diagnosed with recurrent iritis and subsequently continued pred forte treatment (2 drops every hour in the left eye) with the addition of homatropine 5% (three times daily in the left eye). The patient was finally seen 5 days later and she reported experiencing a "whirl pattern" with a flash in her left eye. Overall, her symptoms were better and her blurry symptom would get better by the end of the day. Following evaluation, the physician noted that the iritis in the left eye was resolving and also noted that the patient had pinguecula . Homatropine was to be continued for 2-3 more days and pred forte was to be tapered off for the following five weeks. It is unknown if the patient's condition resolved. According to her physician, the patient's condition was in no way related to renu. He stated iritis was a systemic condition which could not be caused by a topical solution.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. In addition, the patient's physician indicated that the condition was in no way related to renu. Although this complaint is unrelated, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the ascetic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.